Event description:
It was reported that during an unk procedure, the clip would not reopen. After the last clip's applying, the surgeon could not reopen the device. He had to force it open in order to remove the device from the tissue. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 05/29/2009. Information anticipated, but unavailable at this time.